Manufacturer narrative:
Follow-up # 1 date of submission 1/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/14/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture found in the battery compartment. A crack was found between the display screen and the case seal. A leak test was performed and confirmed that both areas were leaking. Unrelated to the initial complaint, it was observed that the battery compartment was cracked on the side from the threads traveling down to the case seal and there was a crack below the bumper at the case seal.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.